Event description:
Limited information was reported through a legal event that a (B)(6) male patient underwent a hernia repair surgery on or about (B)(6) 2011 and the surgeon implanted a strattice firm mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2021, for a revision surgery.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This is follow up#1 to report that on august 9th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10937-151. No other information was provided. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report that on august 9th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10937-151. No other information was provided. As reported in the initial: limited information was reported through a legal event that a 53 year old male patient underwent a hernia repair surgery on or about on (B)(6) 2011 and the surgeon implanted a strattice firm mesh. After surgery, the patient returned to the hospital on or about on (B)(6) 2021, for a revision surgery.

Manufacturer narrative:
This follow up is to report the results from the internal investigation and conclusion. Additional and/or corrected data: b5, d4, g6, h2, h6 internal investigation into strattice lot s10937 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of of 09/13/2022, of the 244 devices released to finished goods for lot s10937, 227 have been distributed with 148 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in follow up#1: this is follow up#1 to report that on august 9th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10937-151. No other information was provided. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#2 to report the results from the internal investigation and the conclusion. The aware date of september 13, 2022 is based on when the batch record review was completed. As reported in follow up#1: this is follow up#1 to report that on august 9th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s10937-151. No other information was provided. As reported in the initial: limited information was reported through a legal event that a 53 year old male patient underwent a hernia repair surgery on or about november 7, 2011 and the surgeon implanted a strattice firm mesh. After surgery, the patient returned to the hospital on or about november 5, 2021, for a revision surgery.